Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd venflon¿ pro safety peripheral safety IV catheter was found to have caused a needle stick injury as the registrar appears to have detached the stylet before fully engaging the safety mechanism exposing the needle via the stylet causing a penetrative needle stick injury. Medical intervention was needed and blood tests were obtained.

Manufacturer narrative:
Results: since no samples displaying the condition reported are available for examination, bd was unable to fully investigate this incident. No sample or photo was returned with this complaint. No batch number was provided for the investigation of this complaint. The non-conformance of this complaint could not be determined as there was no batch number, sample and photo provided for the investigation of this complaint.